Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. Inspection of the pod found no damages or manufacturing deficiencies that would result in a communication error. The download data contained no timeouts, drive stalls, or hazard alarms. The pod was able to pair with an unused controller during the investigation. The exact cause of the reported communication error could not be determined. Inspection of the fluid path found the exposed portion of the soft cannula to be kinked and a tear was found in the exposed soft cannula that resulted in fluid leaking from the fluid path. The exact cause and timing of the soft cannula damage could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a pod communication error during operation.